Event description:
Additional information received indicated the device, atrial lead, right ventricular lead and left ventricular lead were replaced.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer report numbers: 2017865-2021-13806, 2017865-2021-13807 and 2017865-2021-13809. During follow-up, the physician observed an infection. The implant procedure and device were suspected as the cause. The event was resolved by explanting the device, atrial lead, right ventricular lead and left ventricular lead. The patient was in stable condition.